Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during this right atrial (ra) lead implant due to sinus arrest there was no area to capture. High pacing thresholds were noted. The physician attempted to search for a better area for implant, but loss of capture was still seen. A new lead was implanted. No adverse patient effects were reported. This ra lead was returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during this right atrial (ra) lead implant due to sinus arrest there was no area to capture. High pacing thresholds were noted. The physician attempted to search for a better area for implant but loss of capture was still seen. A new lead was implanted. No adverse patient effects were reported. This ra lead will be returned.